Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed with a starclose se device after a diagnostic procedure. Reportedly, 6 to 8 months after the procedure the patient started to feel right leg cramping, fatigue and sharp pain in the groin area when squatting. The leg cramping is an ongoing occurrence. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.